Manufacturer narrative:
Was received that the valve was recaptured twice because at 80% deployed, the valve position blocked the ostium of the right coronary artery. Following valve deployment, and after the dcs was removed from the body, a thrombus was reported inside the capsule of the dcs. A thrombectomy was performed, allowing blood flow to be restored. It was reported that heparin was administered throughout the procedure. The patient's act (activated clotting time) levels were monitored every 30 minutes and the act levels were maintained above 270 seconds throughout the entire implant procedure. It was reported that the patient did not have pre-existing coagulopathy issues or other blood disorders. According to the physician, the cerebral stroke was a result of all maneuvers during the implant procedure. The patient was discharged home and was reported to have been recovering well, however maintained a slight speech deviation. No additional adverse patient effects were reported. Updated b5 - description of the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, two deployment attempts were made. On the second attempt, before final release, right coronary artery occlusion was observed. The valve was recaptured, and a decision was made to protect the coronary artery with a stent without releasing it. The delivery catheter system (dcs) was advanced again, and the valve was successfully implanted. Following the valve implant, it was determined that the stent was not required, and it was subsequently withdrawn from the patient. Upon waking from sedation, the patient exhibited dysarthria. Computed tomography (CT) angiogram revealed that a middle left distal cerebral stroke had occurred. It was reported that withdrawal of the thrombus was performed, and the patient¿s condition improved. No additional adverse patient effects were reported.